Event description:
Spontaneous report from united states. Local reference # (B)(4), dealer reference: (B)(4). Quality complaint reference #(B)(4). Initial information was received on 27-may-2021 from the dentist through the dealer (henry schein) and follow-up 1 was received on 09-jun-2021 from the dentist by phone-call. Both versions were processed together. Follow up-3 was received on 13-oct-2021 from quality department by email. Description of the incident (narrative): the report described cannula separation from the hubs of the henry schein premium needles during intraligamentary injections in the mouth of 3 unidentified adult patients on (B)(6) 2021. The needle segments were stuck in the patients mouth but were removed uneventfully and simply. The patients were never even aware of an issue and the procedures went on as planned after switching to another brand 30ga short needle. Septocaine 4% with epinephrine was used for dental local anesthesia but there was no information on the number of injection or the procedure performed . It has been specified that the patients were not anxious before dental care and they did not move during the procedure. The needles were not inserted till the hub during injection (the reporter confirmed there was a gap between the needle hub and tissue). However, the needles were occasionally bent (approximately 30 degrees) before use (as usual) and were not bent again. There was also some pressure exerted to enter the periodontal ligament space during injection. Other information on the device: needle size was 30ga extra short; batch #f08436aa, expiry date 31-mar-2024. Based on available data from quality department: the practitioner did not return incriminated device but returned devices for investigation: f08436aa, f08303aa and 2 concurrent needles. Tests were performed on samples from manufacturer's sample box and needles returned. Quality investigation on the returned samples confirmed that no defect was observed. Without proven quality defect, without recurrence on this needle batch and regarding the incident description cause due to dentist's practice is privileged: cannula pre-bending. Cause investigation and conclusion: based on all available data, and final manufacturer's investigations results no quality defect of the device was detected and no final root cause could be determined. In this case, pre-bending of the cannula before use could have been a causative factor of the reported incident. In addition, it has been reported that some pressure had to be exerted which may also have played a role. Other factors could have favored the breakage such as excessive movement of the needle during injection, a sudden movement of the patient during injection and/or the use of the needle in spite of an obstacle (e.g bone), but there was no sufficient information to conclude. Therefore, no final root cause could be determined for this incident but a cause due to dentist's practice may be suggested. This is the first complaint for a "insufficient glue resistance" registered for this batch of 83'700 needles and for this cannula batch. The controls done during the production of this batch (traction test 5 needles/15min), and during final product control (certificate of analysis), permit the detection of insufficient glue resistance and to discard the impacted needles. Furthermore, during the tests performed due to this complaint and during the assembly, no defect was observed on the device tested: no missing glue point and no rupture or detachment during traction test under 22n. Without proven quality defect, without recurrence on this needle batch and regarding the incident description cause due to dentist's practice is privileged: cannula pre-bending. Consequently, and without any occurrence on this batch of device, or quality issue identified during this investigation, the residual risk is judged acceptable. After investigation, a cause due to dentist's practice is privileged: cannula pre-pending. Specific warning is listed in the notice to prevent this misuse. Consequently, no corrective action will be done following this complaint. Manufacturer final comments: the practitioner did not return incriminated device but returned devices for investigation: f08436aa, f08303aa and 2 concurrent needles. Consequently, tests performed during this investigation was done on samples from the manufacturer's sample box and needles returned. No defect was observed during the tests performed due to this complaint (glue point present and resistance over 22n). No maintenance intervention was made during the production of this needle batch on glue distribution. Consequently, a cause due to deviation during the production of this needle batch is not privileged. Without proven quality defect, without recurrence on this needle batch and regarding the incident description cause due to dentist's practice is privileged: cannula pre-bending.

Manufacturer narrative:
Cause investigation and conclusion: based on all available data, and final manufacturer's investigations results no quality defect of the device was detected and no final root cause could be determined. In this case, pre-bending of the cannula before use could have been a causative factor of the reported incident. In addition, it has been reported that some pressure had to be exerted which may also have played a role. Other factors could have favored the breakage such as excessive movement of the needle during injection, a sudden movement of the patient during injection and/or the use of the needle in spite of an obstacle (e.g bone), but there was no sufficient information to conclude. Therefore, no final root cause could be determined for this incident but a cause due to dentist's practice may be suggested. This is the first complaint for a "insufficient glue resistance" registered for this batch of 83'700 needles and for this cannula batch. The controls done during the production of this batch (traction test 5 needles/15min), and during final product control (certificate of analysis), permit the detection of insufficient glue resistance and to discard the impacted needles. Furthermore, during the tests performed due to this complaint and during the assembly, no defect was observed on the device tested: no missing glue point and no rupture or detachment during traction test under 22n. Without proven quality defect, without recurrence on this needle batch and regarding the incident description cause due to dentist's practice is privileged: cannula pre-bending. Consequently, and without any occurrence on this batch of device, or quality issue identified during this investigation, the residual risk is judged acceptable. After investigation, a cause due to dentist's practice is privileged: cannula pre-pending. Specific warning is listed in the notice to prevent this misuse. Consequently, no corrective action will be done following this complaint. Manufacturer final comments: the practitioner did not return incriminated device but returned devices for investigation: f08436aa, f08303aa and 2 concurrent needles. Consequently, tests performed during this investigation was done on samples from the manufacturer's sample box and needles returned. No defect was observed during the tests performed due to this complaint (glue point present and resistance over 22n). No maintenance intervention was made during the production of this needle batch on glue distribution. Consequently, a cause due to deviation during the production of this needle batch is not privileged. Without proven quality defect, without recurrence on this needle batch and regarding the incident description cause due to dentist's practice is privileged: cannula pre-bending.

Event description:
Spontaneous report, from us. (B)(4); initial information was received on 27-may-2021 from the dentist through the dealer (henry schein) and follow-up 1 information received on 09-jun-2021 from the dentist by phone-call. Both versions were processed together. Course of events: the report described cannula separation of the henry schein premium needles from the hubs during intraligamentary injections in the mouth of 3 unidentified adult patients on (B)(6) 2021. The needle segments were stuck in the patients mouth but were removed uneventfully and simply. The patients were never even aware of an issue and the procedures went on as planned after switching to another brand 30ga short needle. Septocaine 4% with epinephrine was used for dental local anesthesia but there was no information on the number of injections or the procedure performed . It has been specified that the patients were not anxious before dental care and they did not move during the procedure. The needles were not inserted till the hub during injection (the reporter confirmed there was a gap between the needle hub and tissue). However, the needles were occasionally bent (approximately 30 degrees) before use (as usual) and were not bent again. There was also some pressure exerted to enter the periodontal ligament space during injection. Other information on the device: needle size was 30ga extra short; batch #f08436aa, expiry date 31-mar-2024. Sender comment: causality assessment on 25-jun-2021, on initial information received on 27-may-2021 and 09-jun-2021: a. Seriousness: serious required intervention to prevent permanent impairment/damage b. Expectedness: device breakage: unexpected us. Embedded device: unexpected us. C. Causality a) latency - compatible. B) recognized association - no. C) analysis - based on the first information available, the report described a cannula separation from the hub; however, the information reported are more in favour of a cannula breakage. A separation from the plastic hub could be due to a quality defect such as glue deficiency, whereas cannula breakage could have been favored by needle bending prior to injection or excessive pressure exerted during injection. In this case, it has been reported that needles wre bent eventually which could have been a causative factor for the breakage. However, pending quality investigations, no root cause could be determined. The causal relationship was not assessable. D) dechallenge - n/a. E) rechallenge - n/a. Concluded causality who: not assessable.

Manufacturer narrative:
The manufacturer's device analysis results based on the first information available, the report described a cannula separation from the hub; however, the information reported are more in favour of a cannula breakage. A separation from the plastic hub could be due to a quality defect such as glue deficiency, whereas cannula breakage could have been favored by needle bending prior to injection or excessive pressure exerted during injection. In this case, it has been reported that needles wre bent eventually which could have been a causative factor for the breakage. However, pending quality investigations, no root cause could be determined. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.